Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the right colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip was impossible to release from the catheter even after several times of re-engaging the catheter from the handle. Reportedly, the clip had to be ripped off from the polyp site and the whole device was removed from the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the right colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip was impossible to release from the catheter even after several times of re-engaging the catheter from the handle. Reportedly, the clip had to be ripped off from the polyp site and the whole device was removed from the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device was fully deployed. A kink was noted at the middle and at the most distal section of the catheter. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.